Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
The catheter was explanted and returned to the manufacturer due to a break/tear/hole. A dye study had been performed but the hcp was unable to determine placement of the device. No pt injury was reported. The drug being delivered was compounded baclofen 1000 mcg/ml at a dose of 240 mcg/day. The pt recovered without sequela.